Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was deployed. The original placement of the closure device was slightly distal to the circumflex with a small visual gap on the mitral side, as seen on transesophageal echocardiogram (tee) in the 135 degree view. A tug test was performed and the device came slightly back proximal to bring the shoulders at the level of the circumflex which closed the gap. No effusion was noted before or during the procedure. About two hours after the procedure, the patient experienced chest discomfort and pericardial effusion was noted. A measurable amount of fluid was noted via transthoracic echo, about 3mm. Pericardiocentesis was performed, removing 350ml of fluid. The patient remained stable and was set to be discharged two days post procedure.